Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france (ofr). Ofr sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, micrococcaceae (3 cfu/100ml) were detected from instrument channel of this device, but no indicator microbe was detected. And, no microbe was detected from suction channel and air/water channel of this device. Therefore, it cleared the french guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes(51 cfu/100ml) were detected from the subject device. The type of microbes are unknown. The user facility reported that this device was reprocessed manually with peracetic acid disinfectant solution (anioxyde 1000), and they also reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.